Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved in a clinical study regarding the delivery of morphine (2.5mg/ml, 0.2498mg/day) in an implantable infusion pump for non-malignant pain. There was a report of pump inversion ( pump flipped upside-down) during a refill on (B)(6)-2015. The issue resolved without sequela , as the pump was manually flipped back and successfully refilled. The next refill date as listed as (B)(6)-2016.